Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple hardware hh pockets failed and did not recover after reboot attempts. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2-1 was not showing on the bus. The field service engineer (fse) reseated the row board cable at the drawer controller board and the row board trays. The cables were checked for any damage such as burn marks, exposed wires, or cuts. Pockets were removed and debris that could cause shorts was cleared. The drawer was tested in the hardware test application. The system functioned as intended after field service engineer repaired the device.